Event description:
Customer initially reported lancet was protruding prior to firing the softclix plus lancet device. A request was made for return of the suspect device and a replacement was sent. After receipt of the returned suspect device, the MFR's investigation dept found that the lancet would not retract after firing. No adverse event reported.